Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
ISI did receive a da Vinci product involved with this complaint to perform failure analysis. The SSC CCC was analyzed. Failure Analysis was able to replicate the reported issue. Upon reviewing logs, errors 31089 and 170 were found, which confirmed the failure occurred in the field. Upon visual inspection, no issue related to the reported issue was found. The CCC board was installed onto the golden system where the component functioned as expected. However, upon power up after five minutes, error 40260 occurred indicating that this error will be logged if verifying Programmable Integrated Controller (PIC) flash content fails at startup. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.